Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead has high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's l3 lead was explanted and replaced. Physician elected to replace the l4 lead. Therapy was restored.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.